Manufacturer narrative:
Product ID 8709sc lot# (B)(4) serial# implanted: (B)(6)2009 explanted: (B)(6)2019 product type catheter product ID 8596sc lot# serial# (B)(4) implanted: (B)(6)2019 explanted: (B)(6)2019 product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the patient continued to experience increased spasticity post revision on (B)(6)2019. The catheter was replaced today (B)(6)2019. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n184793001, implanted: (B)(6) 2009, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: , UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(4), ubd: 09-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000 mcg/ml at 200 mcg/day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported that the patient experienced baclofen withdrawal, increased spasticity. There were no known external factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the intrathecal dose was increased without effect. The actions and interventions taken to resolve the issue was a catheter kink was identified and repaired without any additional products. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.